Event description:
It has been reported that after the procedure 10-12 hours after input introducer sheath was removed, the pt developed a hematoma. Pt went to surgery. Pt developed one complication after another and eventually developed d.i.c. And consequently expired. The device is not being returned for eval.